Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer stated that they received insulin flow block alarm and alarm did not occur during fill tubing. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer stated that self test pass however, they again received hardware low level failures alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.